Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
An impella cp was inserted via the femoral artery in a (B)(6) year old patient who presented in cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was/is unknown. After the pump was inserted it was noted that the device was caught behind papillary muscled in lv. Despite repositioning efforts the device uncrossed the aortic valve and the decision was made to place a new impella cp. There were no noted consequences to the patient.

Manufacturer narrative:
Investigation summary unable to place or position: the cause of the positioning issue was not determined due to insufficient clinical details.